Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor, medivator isa and matachana-steelco using peracetic acid. The subject device was not returned to omsc but was returned to olympus europa (B)(4) for evaluation. In the evaluation of (B)(4) the following was confirmed; the remote switch 1 was incised and leaky. The ultrasound transducer was slightly damaged. The distal end was dirty and rubber fall off. The bending section rubber was worn out. The boot was slightly damaged. The angulation had too much play. The elevator control lever was not smooth. The videoscope cable connector had visible signs of humidity. There were partially horizontal lines on the endoscopic image. The cover glass of the objective lens was slightly damaged. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; on (B)(6) 2021]: strenitophomonas maltophilia. [Second time; on (B)(6) 2021]: strenitophomonas maltophilia. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.